Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the stimulation seemed positional and it was felt too strong. Patient reported they turned it off to resolve the issue. However now they don't think the ins was working and could not get it on to another setting. They tried increasing previously and went up to 4.0 v but still couldn't feel stimulation. During the call, patient confirmed they could sync with patient programmer. They confirmed stimulation was on, set on program 1 at 2.5v. It was reviewed with patient on how to change programs in which patient confirmed they could feel stimulation in their bike seat area on program 2 at 2.6v. Patient redirected to healthcare professional to discuss symptoms. No further complications were reported.